Event description:
It was reported that this right ventricular (rv) lead became dislodged one day after it was implanted, with it presenting loss of capture as a result and the dislodgment confirmed by x-ray imaging. The lead was explanted and a new lead was implanted. No additional patient effects were reported.